Event description:
Aerosol drainage bag - portex part 001573- was connected improperly. A side valve is the same diameter as the tubing attachment ports, and aerosol tubing was mistakenly placed on the valve, depriving this -tracheotomized- pt of 40% oxygen. No known injury occurred in this instance, but the pt's oxygen saturation fell to less than 90%, according to the respiratory therapist on duty at that time. During the night shift, early in 2007.